Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was checked in the clinic after the cardiac resynchronization therapy defibrillator (crt-d) triggered a low left ventricular (lv) lead intrinsic alert. Upon device review, the right ventricular (rv) lead shock impedances had also increased from 50 ohms to 110 ohms. Testing was performed which showed out of range impedances up to 181 ohms in other vectors. At this time, the patient is not experiencing any symptoms and has been set up for remote monitoring. No programming changes have been made. This crt-d remains in service. No adverse patient effects were reported.